Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 49 and 71 hours. It was reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl), and the patient experienced a high fever (38.7°c) and difficulty walking. The infusion site was reported to be painful, erythematous, swollen, and exhibiting purulent drainage. It was reported that the patient was taken to the emergency department at (B)(6) on (B)(6) 2026 and was diagnosed with inflammation and an abscess. The patient was treated with oral amoxicillin/clavulanic acid (500 mg/125 mg), taken three times daily for a duration of seven days. It was reported that a wound fluid sample was collected for diagnostic testing, which identified a resistant bacterial infection requiring intravenous antibiotic treatment. Oral amoxicillin/clavulanic acid therapy was subsequently discontinued, and topical fusidic acid (fucidin) cream was prescribed.